Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 45 mm diameter abdominal aortic aneurysm and a 19 mm diameter iliac aneurysm. The infrarenal aortic neck angle measured 5 degrees. The proximal aortic neck diameter measured 25 mm. The distal aortic neck diameter measured 27 mm. The degree of circumferential thrombus is 20%. It was reported that a CT scan was done and a proximal type I endoleak was observed. No intervention is performed. No clinical sequelae were reported and the patient is fine.